Event description:
This was a second removal for the patient due to plate breakage; patient felt a crack upon turning in her sleep. Surgeon reported there was in growth and the surgeon did not want to replace the plates.